Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-02951. It was reported that the patient had fell and experienced ineffective therapy and that one lead migrated. Surgery occurred to explant and replace the leads to address the issue. It is unknown which lead migrated, so both leads are being reported.